Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified arterio-venous fistula located in the right antebrachium. The physician advanced the sterling over-the-wire balloon catheter across the target lesion and inflated the sterling balloon one time to 6 atms, however, the balloon ruptured. The physician successfully completed the procedure with a different device. No pt complications occurred and the pt's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).